Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between may 2014 to may 2019. For this reason, the first day of the range was used as the occurrence date. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting during procedure is not available. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article:dritan useini, md, markus schlomicher, md, assem aweimer, peter haldenwang, md phd, justus strauch, md phd, and polykarpos c. Patsalis, md. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis''. Gerontology & geriatric medicine (2022).

Event description:
As reported from our affiliates in (B)(6), per article, ''long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis'', single-center retrospective study was conducted to evaluate age-related early and long-term clinical outcomes after tf-tavi using the edwards sapien 3 valve. Data from 103 consecutive patients with symptomatic aortic valve stenosis undergoing tf-tavi between may 2014 and may 2019 were analyzed. The following events were identified: in 1 patient, conversion to surgical aortic valve replacement (savr) was necessary. The reason is unknown.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-05334, 2015691-2022-05340, 2015691-2022-05342, 2015691-2022-05339, 2015691-2022-05346, 2015691-2022-05347, 2015691-2022-05349.